Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. A visual inspection of the device was performed and identified a separation of the tubing from the chamber. The reported condition was verified. The cause of the condition was determined to be an operator error during the assembly process. In order to address this condition, involved operators were given refresher training. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of a solution administration set ¿came easily away from the tubing.¿ this occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.